Manufacturer narrative:
The explanted microstent was visually and dimensionally inspected and the device met specifications. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The microstent met specifications; the cause of the reported issue is unknown. Additional information has been requested and no additional information was provided. The root cause of the clinical issues is unknown and the microstent met specification. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an microstent implant procedure, the patient had edema in the eye. The surgeon was suspected the microstent had caused the edema. Additional information has been received and stated that, the microstent was explanted in a secondary procedure.